Event description:
It was reported that the user experienced a prolonged hypoglycemic event and believed the ilet was not accounting for on-board insulin, as the algo steps screen displayed 0.00 units, which the user associated with extended low glucose. Symptoms included hypoglycemia without reported physical complaints. Outcomes included user self-treatment with oral glucose tablets and no need for external assistance or medical intervention. Investigation included clinical review and additional user training. Investigation of this case revealed that the cause of the hypoglycemia could not be determined, and no device component malfunction was confirmed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.